Manufacturer narrative:
One advisor hd grid mapping catheter was received for evaluation due to noise. Electrode 8 read as an open circuit. Further investigation revealed stretched pellethane tubing, a displaced electrode ring, and an out of plane paddle. Dissection proximal to electrode ring 8 revealed the conductor wire had been fractured proximal to the weld joint, consistent with the damage to the paddle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a damaged catheter electrode.